Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was not confirmed. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Surgeon removed a series 2 liner that appeared to have eccentric wear and c-taper head and replaced with a new liner and head. It was the right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Surgeon removed a series 2 liner that appeared to have eccentric wear and c-taper head and replaced with a new liner and head. It was the right hip.